Manufacturer narrative:
Based on the review of the batch documentation conducted, the surface quality of the batch was not affected and lenstec confirms that all other procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch and the endotoxin test results were within acceptable limits. The assessment by lenstec's medical monitor states that due to the lack of specifics, there was no evidence to suggest that any aspect of this device was responsible for the reported issue and is recommending no further action for lenstec. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating "that due to issues with the lens, referred by doctor, the lens was explanted and removed due to mechanical complications of the lens - initial encounter. Patient injury and surgical intervention were noted. Another lens of a different model was implanted successfully in the patient's eye."